Manufacturer narrative:
Product ID 2067, serial# unk. (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that telemetry was "lost" when using the programmer. The sales representative (sr) indicated that the programmer will load the device application, but once the application is loaded, all telemetry is "lost" - there were no more green lights on the radiofrequency (rf) head. The power was recycled which resets everything, but the process repeated itself. This occurred "several times." The sr indicated that the rf head would be changed out to see if the issue corrects or not. Another programmer was used to complete the case. Additional information was received which indicated that when the rf head was replaced, the programmer worked "fine." The programmer remains in use. The status of the rf head is unknown. No patient complications have been reported as a result of this event.